Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient had their itrel device replaced with a sensor device and a pocket adaptor was used. Since implant the patient had not been able to feel stimulation even as 10 volts. It was noted that the patient was previously able to feel stimulation at high settings of 9.5 volt. Impedances were reportedly high at around 3000 ohms and it was thought that added impedances of the adaptor caused the patient to stop feeling stimulation. It was later reported that impedance test showed high impedances of 3000+ ohms. X-rays were reportedly taken and one paddle did not look ¿flat on the dura.¿ it was noted that a revision was scheduled for the day after the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# l34745, implanted: (B)(6) 1995, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3587a, lot# l34745, implanted: (B)(6) 1995, product type lead. (B)(4).